Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the device is worn. The noted damage is consistent with device use from normal use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the patella instrument set, it was noticed that the numbers/hashmarks on the patella cutting guide were worn off. A plastic ruler had to be used to figure out how much patella to cut off.